Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Additional information was received stating the customer did not perform reprocessing after the last use, and they found the that the instrument was defective during the leakage test and after they stored the instrument. Based on the results of the legal manufacturer¿s investigation, the content of the foreign material found in the distal end could not be identified. It is likely that the foreign material remained in the device because it was not reprocessed properly after the last use; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: if you identify a leak during leakage testing, remove the endoscope from the water with both the venting connector and the leakage tester (wa23080a or mb-155) still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; angulation was out of specification the device evaluation also found broken light guide bundle, distal sheath bitten, distal end thread was defective, and scratched grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the uretero-reno fiberscope had angulation problems. The issue was found during reprocessing as device had not been used for some time. Inspection and testing of the returned device found there were remains of a foreign material left on the distal end. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.